Event description:
Complaint received reporting kinked tubing issue with use of ch4002 46" ml, diluent sets which contributed to incorrect compound dosage. Initial and follow up information report ".. Using diana and ch4002, in conjunction with doseedge, to fill IV fluid bags for pts. A kink in the tubing of ch4002 occurred and an under infusion of diluent occurred,. The problem was not discovered until after the fact... A bag of etoposide which should have had a total of 175ml's only had 55ml total in it." There were no pt involvement, but no adverse reactions consequences or outcomes. The involved ch4002 device sets were discarded.

Manufacturer narrative:
Mfrs. Investigation: device return: twenty-six (26) ch4002 same lot packaged device sets were returned. Visual assessments of the packaged device sets recorded (B)(4) packaged ch4002 sets tubing did exhibit kinking in different locations. Engineering analysis and assessments wer performed. The results recorded the unused ch4002 set that did not exhibit any kinked tubing flowed/transferred fluids without difficulty, full volumes were transferred. The (B)(4) ch4002 sets where slight tubing kinks were seen when taken right out of the package and tested, did exhibit difficulty delivering desired volumes of fluid. The testing was then repeated after straightening out the tubing/ensuring line was patent. The results recorded non flow/delivery issues were replicated. The device sets performed as expected. Record reviews: a review of the mfg lot build database for lot #2867523 (mfg 05/2014) showed (B)(4) units were mfg, tested, inspected & released. There were no exception documents generated during the lot build. A review of the complaint database for this list/lot number and similar issue recorded no additional reports. Findings: the involved ch4002 device sets were not returned for analysis and confirmation. Engineering evaluation of the 26 ch4002 packaged same lot samples did visually verify tubing kinks on 2 sets and if the tubing kink was not straightened could result in difficulties delivering the desired volumes. Typically when removing tubing sets from their packaging for priming/retesting and during usage maintaining tubing line patency is typically assessed and monitored. The MFR will continue to monitor and trend these types of reported product issues and initiate solutions and preventative measures as applicable.